Event description:
It was reported that this patient received an inappropriate shock due to low/poor amplitude morphology noise oversensing, that additionally disabled the smartpass feature. Technical services reviewed the case and indicated that this issue is related to either air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system that will eventually escape, or an insertion issue of the implantable electrode. X-rays were performed only a few hours after implant, but not after the inappropriate shocks, and showed no issues. Isometrics were performed, and nothing was reproducible. Thus, the air entrapment was suspected to be the real cause of this case issues. Eventually, the s-ICD system was explanted and replaced with a transvenous system as requested by the patient. The s-ICD and electrode connection was checked after the explant and appeared to be normal. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual inspection found some bodily fluids in the header. No visual anomalies with seal plug. Latitude communication showed no noise while performing an electrocardiogram session. The device was put on through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. No characteristics that would have caused or contributed to the reported clinical observations were identified.

Event description:
It was reported that this patient received an inappropriate shock due to low/poor amplitude morphology noise oversensing, that additionally disabled the smartpass feature. Technical services reviewed the case and indicated that this issue is related to either air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system that will eventually escape, or an insertion issue of the implantable electrode. X-rays were performed only a few hours after implant, but not after the inappropriate shocks, and showed no issues. Isometrics were performed, and nothing was reproducible. Thus, the air entrapment was suspected to be the real cause of this case issues. Eventually, the s-ICD system was explanted and replaced with a transvenous system as requested by the patient. The s-ICD and electrode connection was checked after the explant and appeared to be normal. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.